Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion dated (B)(6) 2002) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. Return product was requested for evaluation.

Event description:
Customer reported separation while instrumenting in #6. Reported there was nothing unusual about the canal anatomy. Separation occurred short of apex..